Event description:
According to the literature, a retrospective study including 235 cases of inguinal hernia requiring laparoscopic or open repair using mesh was completed between 2018 and 2023 with patients aged 18-65. Parietex dp2 mesh was used in all cases. Among these patients, 51 experienced complications within a two-year follow-up period, with some patients reporting multiple issues. Chronic pain occurred in 11 patients. A recurrence of hernia within two years in 9 patients, while three patients developed meshoma. Interventions mentioned included additional surgeries for recurrence and mesh explantation. Hernia repair: a retrospective review of slit mesh (dp2 mesh) complications: oghenevwoke martin onotevu, 2025, hernia (2025) 29:150.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.